Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis; therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies thrombus as potential complications associated with use of the device.

Event description:
It was reported that after implantation of the fred stent in the c2 segment of the internal carotid artery (ica), in-stent thrombosis was observed 2 hours post implantation. According to the physician, the effectiveness of the antiplatelet agent was checked with verifynow and the effect was poor the day before the procedure. Cilostazol was added and changed to tapt. 20mg of ozagrel na was injected intraarterially and then ozagrel na was administrated intravenously, and the thrombus dissolved. The patient had no neurological symptoms and was discharged. No plans for further treatment.

Event description:
The vessel diameter of the lesion was 3.72 - 4.78mm. Aneurysm size was 12.15mm, neck 6.34mm.

Manufacturer narrative:
Additional inoformation: b5, h10. The physical device was not returned for evaluation, so the investigation could not determine if a condition existed that would have caused or contributed to the reported event. Given that the fred used was 4.5 mm in diameter (mv-f451327), and that the maximal vessel diameter listed above is 4.78 mm, the fred used was undersized. This likely caused malapposition which may be the cause of the alleged thrombosis.